Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving clonidine (375mcg/ml at 149.88mcg/day) and bupivacaine (22.5mg/ml at 8.993mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient came into the emergency room (ER) with signs of withdrawal and the pump was alarming. No environmental, external, or patient factors were reported to have caused this issue. The pump was interrogated and a motor stall occurred on (B)(6) 2019 at 12:37am with no recovery. The patient was admitted to the hospital and would be bridged with orals until the pump replacement. The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.